Manufacturer narrative:
The mechanism assembly was disassembled and was found to be assembled correctly and in good working condition. Inspection of the bezel posts for the incident claim of cracked bezels reveals the top right bezel post separation on this specific pump module. No other anomalies were observed. The iui connectors were observed to be dull. A rate accuracy test was performed and results indicate that the device was within specification. The root cause of the customer¿s report of cracked bezel posts was determined to be associated with the molding process and material degradation of fr110 which led to reduced mechanical properties of the primary structural component of the pump module.

Event description:
It was reported that the customer found cracks on one or both of the top posts of the bezel assemblies during inspection in biomed. No patient involvement was reported.